Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient does not have any hearing sensation after one year. Re-positioning of electrode array is planned.

Manufacturer narrative:
Additional information:received diagnostic imaging indicates the active electrode array to be outside the cochlea, leading to the reported lack in progress with the device. The implant registration card indicates a full insertion of the electrode at implantation, therefore a postoperative migration of the electrode seems likely. A revision surgery to re-position the electrode array has been successfully performed. The concerned device remains implanted and in use.

Event description:
The patient does not have any hearing sensation after one year. Re-positioning of electrode array is planned.